Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a defibrillator replacement as the device reached the recommended replacement time (rrt), loss of the sonr sensor functionality was observed. No error message was raised nor dysfunction of the atrial lead was observed; the p-waves were correclty sensed. When performing real time test, the sonr curve was flat, with values between 0.01g and 0.03g. The patient had a sinusal rythm. Preliminary analysis did not reveal any issue with the subject defibrillator.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a defibrillator replacement as the device reached the recommended replacement time (rrt), loss of the sonr sensor functionality was observed. No error message was raised nor dysfunction of the atrial lead was observed; the p-waves were correclty sensed. When performing real time test, the sonr curve was flat, with values between 0.01g and 0.03g. The patient had a sinusal rythm. Preliminary analysis did not reveal any issue with the subject defibrillator.